Event description:
On (B)(6) 2010, the patient reported e4 (occlusion) error was displayed on the infusion device and she could feel her blood glucose elevating (value not provided). She was driving at the time of the report and was unable to troubleshoot. The patient called back and stated she had inserted a new battery into the infusion device and she performed a prime and e4 was displayed. She removed the infusion tubing and primed without error. She did not have replacement supplies with her at the time of the report and she was advised to change the infusion tubing as soon as possible. Upon follow up on (B)(6) 2010, the patient stated she had no more issues and her blood glucose had returned to normal, 80-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.